Manufacturer narrative:
Two computers was returned to the manufacturer for analysis. Analysis found no fault with either computer. Both computers booted normally to the application screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was not booting up when the system was turned on. It was suspected that there was a failure with the computer or cmos battery. The cmos battery was replaced, and the system was tested successfully. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The reset switch had to be pressed to power up the computer. The computer had a dead cmos battery. Testing showed no errors. Analysis found that the reported event was related to a computer component issue. A medtronic representative went to the site to test the equipment again. Testing revealed that the system was turning on and off automatically. The computer was successfully replaced. The system then passed the system checkout and was found to be fully functional. The second suspect computer has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would not completely boot up. Once in a while the system was not able to turn on. There was no patient present when this issue was identified. Medtronic received additional information that the computer was change once. The site reported that the issue remained so another computer was ordered. It was reported that during a system checkout, the system was turning on and off automatically.